Event description:
It was reported that during the implant procedure, the atrial lead exhibited loss of sensing. Lead repositioning yeilded the same result. The lead was not used.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.